Event description:
It was reported that customer experienced cartridge alarms during pump load process, including with consecutive cartridges, and pump required replacement. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and was informed they would need to reenter pump settings and reconnect continuous glucose monitor to replacement pump; customer understood and acknowledged all instructions, and replacement pump was arranged under warranty.